Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient faced insulin was seeping out the sides where cannula was not bent, and it seems to be inserted properly and after food patient finger pricked and had blood glucose levels of 540 mg/dl. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 6004365 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) guideline for test of reference samples version 11 for the malfunction incorrect insertion of the soft cannula. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi version 42 on the reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004365 manufactured according to the document version 68 on the packing process in the line inset 6, on 01/nov/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the omqr.